Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was slightly extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that during implant procedure, this lead helix was unable to be extended. As a result, the lead was removed prior to pocket closure and successfully replaced. No adverse patient effects were reported. The lead was returned for analysis.